Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted under the svc shock coil at 20.7-22.6cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.

Event description:
It was reported that when a patient presented in-clinic for interrogation, it was noted that the patient received inappropriate atp therapy due to lead noise. The patient is not pacemaker dependent. The noise was unable to be reproduced. The lead was explanted and replaced. The patient was stable post-procedure and will continue to be monitored.